Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient via the manufacturing representative receiving intrathecal fentanyl 350mcg/ml at 99.91mcg/day and bupivacaine 2.7mg/ml at 0.7707mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post surgical neuritis. The concomitant medications and patient history were not reported. The physician was going to perform x-ray to make sure the catheter was intact. The results of the x-ray ((B)(6) 2016) were that the pain pump catheter appears discontinuous within the soft tissues of the back. The catheter tip was at level t11. The pump system was replaced on (B)(6) 2016 with another manufacturer pump. The clarification of what was meant by discontinuous, symptoms, actions/interventions/cause remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.